Event description:
It was reported that during a da vinci-assisted genecology surgical procedure, the surgeon had difficulty moving the right master tool manipulator (mtm) and switched to surgeon side console 1 (ssc) with no issues. Intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs but did not find any related errors. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced master tool manipulators (mtm). The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
The master tool manipulator (mtm) was analyzed and found to have a failure. A visual inspection was performed. The mtm was installed onto the system and powered up. The sine cycle and a test drive were performed. It was observed that the axis 5 bevel gear assembly was broken. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h11 for follow-up information.